Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is till in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device reported an e6 error message and low rpm during surgery. No injury or medical intervention occurred. It is unknown if surgical delay occurred. There is no additional information provided.